Event description:
The patient called lifescan and alleged that the meter was reading inaccurately erratic. The patient obtained results of 590, 345 and 290 mg/dl. The results were performed within 10 minutes. However, the patient was not cleaning the puncture area correctly. No injury or harm was alleged. The patient was unable/unwilling to state if the test strips were stored improperly, open longer than the discard date, or expired. The patient attempted two cotnrol solution tests, both failed. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (two control solution tests failed): however, there is no evidence of the meter contributing to a serious injury (the patient did not allege any harm or injury). A replacement meter has been sent.